Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation report as received condition was the device has a broken tip, otherwise the device is in good condition. Criterion tool and die manufactured the drive shaft assembly. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification but the hex feature is damaged so it could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip is broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of synthes device history records for lot 15803-01 revealed the drive shaft ¿ minimum 520mm length ¿ for use with ria was manufactured by criterion tool & die. Po 1265015, dated 5/2/2011 for (B)(4) reworked parts, was inspected to the synthes incoming final inspection sheet number 3141f741 revision a on 5/5/2011. Parts conformed to all requirements. The parts had been reworked per the normal manufacturing process to etch the ce mark and passivate. The certificate of compliance (c of c) was dated 5/4/2011. (B)(4) parts were released to the warehouse on 5/9/2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.